Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the cause of the tightening and shocking sensations from 2 years ago could not be determined. The recent lead revision had resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the patient had a lead revision done today and the physician wants to do a post op MRI scan. Caller noted impedances were run and looked good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient had a tightening and shocking sensation on the left side of their body while they were driving 2 years ago. There were no further complications reported.

Manufacturer narrative:
Implant and explant dates were omitted from previous report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.